Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the facility representative that mixed product syringes were received in one box. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos are the same. There are two 50ml syringes side by side. One is a luer lock and the other is a slip tip. There is also a case box label. This defect could occur if line clearance was not properly performed when the previous batch was completed. Samples taken for inspection from the other product may also have been mistakenly added to the box received by the customer. A device history record review was completed for provided material number 301036, lot number 0288248. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A line clearance reviewer was included to verify that line clearance is properly performed. To date, there have been no other similar events reported for this lot. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could be that the line clearance was not properly performed when the previous batch was done; samples taken for inspection from the other product were mistakenly added to the box reported by the customer. A line clearance reviewer was included to verify that the line clearance was properly performed. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml s/t bns came with a mix of product types. The following information was provided by the initial reporter: it was reported by the facility representative that mixed product syringes were received in one box.

Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event: (B)(6) 2021.

Event description:
It was reported that syringe 50ml s/t bns came with a mix of product types. The following information was provided by the initial reporter: it was reported by the facility representative that mixed product syringes were received in one box.